Manufacturer narrative:
(B)(4). The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
Boston scientific reported that this patient had an infection that was treated. After that, the patient was experiencing pain at the pacemaker site " as if it were tearing on the inside". The patient was referred to their physician.